Event description:
It was reported that pump experienced malfunction. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no involvement of third-party medical assistance was reported. Customer delivered correction bolus using pump and planned to continue using current pump with backup method if needed, while technical support arranged replacement pump.